Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The readings for the air and o2 accuracy test were out of tolerance. The manufacturer¿s field service engineer (fse) replaced the defective data acquisition pcba, flow sensor assembly, internal battery and o2 fitting retention plate to address the reported problem. The unit successfully passed the required performance verification.

Event description:
The customer reported air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 30apr2019. MFR site: correction. A data acquisition (da) printed circuit board assembly (pcba) and gas delivery system (gds) assembly were returned to the failure investigation (fi) lab for evaluation. Visual inspection of the returned components was performed and found the o-rings were not returned. Fi o-rings will be installed for testing. The gds was installed in a fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the test ventilator did power up from alternate current (ac) and deliver breaths and no errors were generated while cycling the power on and off. Air flow accuracy, oxygen flow accuracy testing, and oxygen concentration accuracy testing was performed. The gds failed the air flow testing at air flow, the oxygen flow testing at 100% oxygen flow and the oxygen concentration testing. The product analysis technician reported the root cause was isolated to a component (u1) drifting out of specification in the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.